Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was scheduled for a pocket revision as the pocket location was uncomfortable. The physician moved the pocket and the patient was reportedly doing fine after surgery.